Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacemaker inhibition and diverted shocks. The patient's intrinsic rate is slow but patient is not completely pacemaker dependent. The physician was unable to reproduce the oversensing with pocket manipulation, valsalva, and isometrics. Thresholds and impedance measurements were within normal limits.